Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc), which resulted in an asystole. It was noted that the non capture could not be reproduced. The lead remains in use. No additional adverse patient effects were reported.